Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device orders were not crossed to device in which drug had not appeared in the patient¿s profile and user was unable to access the medication which caused a delay in care. A technical support specialist reviewed carefusion coordination engine interface message logs and found that not received the order message for the missed order, reported that customer information technology services team was able to identify the issue on their end and figured it was due to configuration errors after that corrected to resolve the issue. The system functioned as intended after troubleshot by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es orders were not crossed to device in which drug had not appeared in the patient¿s profile and the user was unable to access the hydromorphone 2mg tablet which caused a delay in patient care. There were no adverse events or injuries reported based on this incident.